Event description:
It was reported that the tip of the instrument was broken during use. No pt complications were reported.

Manufacturer narrative:
(B)(4). It is not possible to ascertain a cause for the reported event. A review of the device history records did not identify any applicable nonconformance to spec, and the device was not returned to the MFR for eval.